Event description:
Procedure type: vats. According to the reporter: customer has reported the device is faulty. The egia ultra universal short + tri staple tan 60 handle closed with no resistance and the green button pressed and handle sprung forward. This was the first firing of a tan 60 tristaple and as the staples deployed, the parenchyma split. Handle was pulled back and opened fine. The cartridge was changed and used to reinforce the staple line fired fine, continued to use with no further problems. There was no bleeding in excess of 250cc due to this problem. Surgical time was extended by more than 30 minutes due to the product problem as the surgeon used to seal and more staples to reinforce. There was no unanticipated tissue loss or irreversible damage to tissue.

Manufacturer narrative:
(B)(4).